Event description:
The essure has caused pelvic pain and back pain, a metallic tase in my mouth and very heavy menstrual cycle. Now need to have a hysterectomy for removal that is scheduled for (B)(6) 2014.